Manufacturer narrative:
H.6. Investigation summary. Bd had not received samples or photos from the customer for investigation. Therefore, 30 retention samples from bd inventory were evaluated by draw testing and no issues were observed relating to underfill as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported that during use with a bd vacutainer® sst¿ blood collection tubes there was a low draw. The following information was provided by the initial reporter, translated from chinese to english: when using the tube, it found that the tube has low or no draw issue.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that during use with a bd vacutainer® sst¿ blood collection tubes there was a low draw. The following information was provided by the initial reporter, translated from (B)(6) to english: when using the tube, it found that the tube has low or no draw issue.